Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd veo¿ insulin syringes with bd ultra-fine¿ needle 6mm x 31g leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: parent called on behalf of adult son, stated, when taking injection, he's experienced "leakage" stated"leakage" was coming from needle hub 3 syringes affected. Lot: 1340465. Catalog: 324912. Date of event: unknown. Samples: yes cl.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1340465. All inspection performed per the applicable operations qc specification.

Event description:
It was reported while using bd veo¿ insulin syringes with bd ultra-fine¿ needle 6mm x 31g leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: parent called on behalf of adult son, stated, when taking injection, he's experienced "leakage" stated"leakage" was coming from needle hub. 3 syringes affected. Lot: 1340465 catalog: 324912 date of event: unknown samples: yes cl.